Manufacturer narrative:
Reported event: mics failed during cutting. Then failed during mics status check. 16-30 minutes surgical delay. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0ajx and 24 devices were accepted into final stock on 12/9/17. A review of qt17-12-0027 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0ajx shows 09 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA 1450904.

Event description:
Mics failed during cutting. Then failed during mics ststus check. 16-30 minutes surgical delay. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics failed during cutting. Then failed during mics ststus check. 16-30 minutes surgical delay. Case type: tka.